Manufacturer narrative:
(B)(4). Device evaluation determined that the pump primed and flowed within specification.

Manufacturer narrative:
(B)(4). Investigation results pending completion of device evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient also had a localized (non systemic) infection. The pump was subsequently explanted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient had moderate redness and a seroma at the incision site. The pump was subsequently explanted.